Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient had no issues postoperatively. Facility did not release battery due to company policy.